Event description:
Ous MDR - it was reported that an out-of-range impedance was noted ( > 150 ohm) on this lead. During a follow up all parameters, except for shock impedance, were ok. A provocation test confirmed the out-of-range values of shock impedance. After the test was completed it was not possible to interrogate the device. This lead was capped and left in the body.